Event description:
It was reported that the pump experienced a malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if the issue reappeared.